Event description:
Patient contacted to report swollen lymph nodes on neck and under armpit on right side. Patient also experiencing gastrointestinal issues and has further updated "diagnosed for breast cancer. Device has been explanted. Patient later reported they "now suffer severe depression and anxiety which [they are] still having to take medication for¿ and "right implant gel bleed".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported concern due to the product, "silicone in my right lymph node." Patient also reported "diagnosed for breast cancer", "swollen lymph nodes on neck and under right side armpit¿ "lung infection confirmed by xray" and "dcis high grade in right breast"; these events are not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema.

Event description:
Patient contacted to report swollen lymph nodes on neck and under armpit on right side. Patient also experiencing gastrointestinal issues. Device remains implanted.